Event description:
Healthcare professional reported "broken... Prostheses". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.1., d.2a., d.2b., d.4., h.4., h.6.

Event description:
Healthcare professional reported "broken... Prostheses". Later, healthcare professional reported no complaint against the device. This record is for the left side. Device was explanted.